Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 421 mg/dl and the cause was not known. A bolus via the pump was delivered to address the bg level. A pump system check was performed and no pump issues were observed. The customer inserted a new infusion set site and insulin delivery was resumed.